Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant could not be placed during surgery because it fell down from the driver. Doctor placed a another implant.